Event description:
It was reported that the charger would not charge the ilet despite outlet and cable checks, with the charger¿s green light blinking and the ilet not charging; replacement supplies were shipped and troubleshooting education was completed. Symptoms included no clinical effects. Outcomes included no impact on daily activities or medical care. Investigation included technical troubleshooting with the user. Investigation of this case revealed a charger performance issue consistent with a charging system malfunction affecting the external power supply component. It was concluded, based on previously established findings for similar reports, that the cause was likely component malfunction of the charger.